Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The remaining portion of the device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a lisfranc procedure, the ar-8941kt threaded guidewire with trocar tip was used as provisional point of fixation. As the surgeon removed the guidewire, it came out missing the threaded tip. The surgeon decided to leave the tip in the bone, as it was mid-shaft and not capable of migration. Additional information received on 05/15/2019: the agency confirmed the lot number of the complaint device is unknown. The rep stated the surgeon used multiple instruments in attempt to extract the broken fragment, but the fragment was buried in the bone midshaft and could not be retrieved. The surgeon concluded that there was no chance of migration, and that retrieving the piece would cause more harm to the patient then leaving it implanted. The remaining shaft of the guidewire was discarded by the facility and will not be returning for evaluation.